Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-8925t syndesmosis tightrope sutures balled up and would not tighten down, and therefore the buttons would not close together. The case was completed by extracting the implant with all fragments removed and opening another ar-8925t syndesmosis tightrope from a different lot with no issues. There was a few-minute delay in the procedure, and no adverse effects on the patient were reported. This was discovered during an ankle fracture with syndesmosis injury on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.